Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complaints were confrimed during analysis. During visual inspection of the power supply it was noted that this power supply was damaged.

Event description:
Boston scientific received information that this communicator will not power on and the power supply is hot to the touch. There were no adverse patient effects reported. The communicator will be sent back for analysis and the patient will recieve a new one.